Event description:
The dentist reported that this screw has fractured. Only a portion of the screw was returned. The other portion was suctioned into the aspirator. The implant remains placed without any damage.

Manufacturer narrative:
The visual inspection of returned component show that the abutment screw has fractured near the thread of the screw. The hex of the screw has also been damaged. The DHR and complaint review did not provide any indication of a manufacturing deviation that would contributed to this event. A definitive root cause has not been determined.

Manufacturer narrative:
Device not returned to manufacturer.